Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein leads and clik anchors were replaced. The patient was doing well postoperatively. Sc-2218-50 ((B)(4)) device evaluation indicated that the complaint was confirmed. Four (4) out of 8 cables were fractured at the kinked section of the lead body at the clik anchor site, about 23 cm from the proximal tip. The kinked section of the lead is 1 cm from the clik anchor set screw mark. The cables were not exposed. The fractured cables at the clik anchor site resulted in the high impedance complaint. Sc-2218-50 ((B)(4)) device evaluation indicated that the complaint was confirmed. 7 out of 8 cables were fractured at the kinked section of the lead body at the clik anchor site, about 15.5 cm from the proximal tip. The kinked section of the lead is 1 cm from the clik anchor set screw mark. The cables were not exposed. The fractured cables at the clik anchor site resulted in the high impedance complaint. Sc-4316 x2 ((B)(4)) device evaluation indicated that all eyelets were torn but there was no missing silicone material.

Event description:
A report was received that the patient's lead had high impedances. Database analysis revealed five contacts with high values on port c and three contacts on port d. The patient will undergo a revision procedure wherein the leads will be replaced.

Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model#: sc-2218-50 serial #: (B)(4) description: linear st lead, 50cm.

Event description:
A report was received that the patient's lead had high impedances. Database analysis revealed five contacts with high values on port c and three contacts on port d. The patient will undergo a revision procedure wherein the leads will be replaced.